Event description:
Immediately after treatment in the vertical lip lines, oral commissures, and under the eyes with juvederm the pt presented with swelling and bruising at treatment sites. The pt also presented with a jello-like fluid in the face from the eyes down,. The pt was prescribed claritan and benadryl. The swelling was reduced after the pt took the benadryl.